Manufacturer narrative:
A visual examination of the returned device revealed a tear at the distal end of the insulation near the scissor tip. The device's insulation was removed from the distal end in order to thoroughly inspect the area where the damage occurred. The device was inspected under 50x magnification and was found to have burrs along the vertex of the damaged area. The observed split in the insulation could be attributed to burrs pressing on the vertex of the surgical blades and the stress induced on the insulation when the scissor blades are actuated, resulting in a split when contact with a solid object occurs. Stryker sustainability solutions' instructions for use states: "damage to the instrument or the insulation can lead to shock and burn injuries. Always inspect the instrument carefully before use for overall instrument integrity and for integrity of the insulation and grounding." "To avoid compromising the insulation, do not bend or strain instrument shaft." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the insulation on the shaft of the laparoscopic scissors was fraying. No patient injury was reported by the user facility and the device was used throughout the entire procedure.